Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
Medical records were provided by the patient's dialysis center. During a call the peritoneal dialysis patient reported being diagnosed with peritonitis following a visit to the emergency room and had been completing peritoneal dialysis therapy manually. The patient stated that the peritonitis was treated with antibiotics for 10 days. The peritoneal dialysis (pd) nurse confirmed that the patient presented to the hospital on (B)(6) 2016 after clinic hours with cloudy effluent and abdominal pain. The pd nurse stated that the patient was diagnosed with peritonitis following a positive culture with the rare organism morganella morganii. The pd nurse reported that the peritonitis was likely attributed to touch contamination with the patient having a break in sterility. The pd nurse also reported that there were no fluid leaks prior to the diagnosis of the peritonitis. The patient was not hospitalized and was treated at home. The pd nurse stated that as of (B)(6) 2016 the patient¿s signs and symptoms of the peritonitis were resolved and the patient continued peritoneal dialysis therapy with no issues.

Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called and stated he was currently doing manuals because he has peritonitis. The pd patient stated last sunday ((B)(6) 2016) was when he was diagnosed with peritonitis and he had to go to the emergency room since the clinic was closed. He stated the clinic knew about this and they gave him antibiotic for 10 days. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was sent to the hospital on (B)(6) 2016 as it was after clinic hours and the patient was diagnosed with an episode of rare morganella morganii peritonitis. The pdrn stated the patient reported chief complaints of cloudy effluent and abdominal pain. Per pdrn the infection was likely attributed to touch contamination, where the patient had a break in sterility. There were no reported fluid leaks during treatment prior to infection. The pdrn stated the patient was not hospitalized for the episode of peritonitis and was treated in-home. Per pdrn as of (B)(6) 2016, the signs and symptoms of peritonitis had resolved, and the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler as of last night without further issue. Medical records were requested.